Event description:
It was reported that during a device change out procedure, when the new subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted with the chronic electrode, there was non conversion during defibrillation threshold (dft) testing. An x-ray was taken and found that the electrode was high and not in the optimal placement, however it was noted that the electrode had been in the same position with the previous device. The physician would consider a revision in a few days. The change out procedure was completed and the s-ICD and electrode remained implanted. Post procedure the physician ordered additional x-rays and realized that the s-ICD and shock coil on the electrode were above the heart and the sensing vector was not optimal. Three days later the patient was brought back into surgery and the s-ICD was repositioned. Repeat dft testing was successful. The s-ICD and electrode remain in service and no additional adverse patient effects were reported.